Event description:
The user reported that when they started an albumin infusion, they noticed a leak at the upper pumping segment component. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.

Manufacturer narrative:
(B)(4). The customer's experience was confirmed. A leakage was identified from a hole in the pumping segment tubing. Root cause of the leak was undetermined. The model #/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product.